Manufacturer narrative:
Service was not dispatched for this event, as it appears to be reagent related. A customer notification letter was distributed in association with this rheumatoid factor lot. The mdrs associated with this event are: 2050012-2011-02801, 2050012-2011-02803, 2050012-2011-02804, 2050012-2011-02805, 2050012-2011-02806, 2050012-2011-02807, 2050012-2011-02808, 2050012-2011-02809, 2050012-2011-02810, 2050012-2011-02811, 2050012-2011-02812, 2050012-2011-02813, 2050012-2011-02814, 2050012-2011-02815, 2050012-2011-02816, 2050012-2011-02817, 2050012-2011-02818, 2050012-2011-02819, 2050012-2011-02820, 2050012-2011-02821, 2050012-2011-02822, 2050012-2011-02823, 2050012-2011-02824, 2050012-2011-02825, 2050012-2011-02826, 2050012-2011-02579.

Event description:
The customer reported that they obtained multiple, erroneous false positive rheumatoid factor (rf) assay results generated from a unicel dxc 800 synchron system in association with specific synchron system rheumatoid factor (rf) reagent lots. This was a multi-day event. This report is 26 of 26, and represents the erroneous high rheumatoid factor (rf) assay results identified via a 20 patient sample comparison study, as well as a two result reference laboratory comparison, performed on (B)(6) 2011. The false positive results were released from the laboratory, however the customer stated that they did not believe that any modification to patient treatment was associated with this event. Additionally there have been no reports of death or serious injury associated with this event. In the comparison study, 20 patient rheumatoid factor results generated on the unicel dxc 800 synchron system using synchron system rheumatoid factor (rf) reagent lot m010568 were compared against to results for these same patient samples using two alternate methods. The details associated with the alternate methods were not provided by the customer. Thirty seven of the forty repeat results generated by an alternate method were lower that the initial rf results. Additionally, two initial positive rf results were sent to an outside laboratory for comparison testing. In both instances the reference laboratory results were lower. In one instance, the reference lab repeat results remained above the rf reference cutoff, while in the other instance the result was within normal reference range. Instrument rf quality control (qc) results associated with lot m010568 failed to meet established specification twice after this event before generating qc results which met specification. Sample preparation and handling information, as well as system calibration and system check information were not supplied by the customer. All rf testing for this customer is now being executed by another laboratory.